Event description:
Break-away introducer would not breakaway, there did not appear to be a seam to peel the introducer apart.

Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. Follow up will be provided as additional information is received and complaint investigation analysis ((B)(4)) is completed. The device has not been returned to manufacturing to date. The complainant notified neo medical stating the device for evaluation will be returned by (B)(6) 2012. Car ((B)(4)).